Event description:
Med trans setting. Zoll monitor was checked in the a.m. Without incident. On scene, 30 minutes later, four lead electrodes placed on pt on monitor turned on. The screen was covered with orange/yellow lines running tight together across the entire screen. Electrodes and cables were checked and cable connections verified. No change to screen appearance then right screen started to clear while left still had lines then lines across. Next, the monitor was turned off and turned back on--no change in appearance of lines on screen. Monitor left on and eventually it cleared. The battery message appeared. The screen was still clear. After run, the monitor was pulled from service and sent to internal biomed eng for inspection. Biomed. Was unable to duplicate the problem. Four lead cable checked o.k., ran extensive operational check. Noted that mulit-function cable has cracked connector, however the cracked multi-function cable connector has no effect on monitoring. A new cable was ordered.